Manufacturer narrative:
The reported event of sensing noise was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's right ventricular lead exhibited oversensing of noise leading to pacing inhibition. The lead was removed and replaced. The patient was stable.